Manufacturer narrative:
The reported event of failure to advance the guidewire was not confirmed. Final analysis found a complete lead was returned in one piece for analysis. The s-curve hump height was measured within specification. Analysis found the guidewire was able to be inserted and remove inside the lead without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance into the lead. The lead was removed and replaced. There were no patient consequences.